Manufacturer narrative:
This report is being supplemented to correct d5-operator of device, e-initial reporter section, and g2 - report source.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had white residue in the tube and cylinder, along with improper flow in the tube. There was no patient involvement.